Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that episodes of oversensing were observed on the right ventricular (rv) lead. Additionally, inadequate anti-tachycardia pacing (atp) was delivered by the rv lead for a ventricular tachycardia (vt) before a high-voltage (hv) shock was delivered. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.